Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, a slight tear was found at the proximal seal of the port. There was no damage observed at the beginning of the evaluation when the packaging of the two ports was first opened. There was no patient involvement.